Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, it was his first time reporting a no delivery alarm which occurred during a bolus. Customer's blood glucose was 338 mg/dl. Troubleshooting wasn't performed due to customer had resolved issue by doing a complete set change. Customer was advised to call back when issues occurred. The device is not being returned for analysis.